Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing despite smart pass being on. Automatic setup was reran and the device selected secondary vector again which was the vector at the time of the inappropriate shock. The device did not pass in primary vector. A boston scientific technical services consultant suggested troubleshooting and programming options for this patient. Additional information was received which reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to t wave oversensing and atrial fibrillation (af) with rapid ventricular response (rvr). A treadmill test was performed, and the patient's heart rate got up to 130 bpm. The field representative wanted to know which template would work best for the patient. A save to disk was requested and engineering analysis reviewed the data and observed that with smart pass programmed off it is incrementally better performance with this rhythm compared with the smart pass feature turned on. Technical services (ts) and the field representative determined that secondary with 1x gain with smartcharge extended and smart pass on may be the best for the patient. Ts recommended to continue to monitor. At this time, the system remains in service. No additional adverse patient effects were reported.